Event description:
Reportable based on analysis completed on (B)(4) 2013 it was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous shunt. The 4.00mm/1.5cm/140cm small peripheral flextome cutting balloon catheter was advanced into the lesion. Upon inflation, the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However returned analysis revealed the catheter hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned in two sections as a result of a hypotube break located 39.9cm from the strain relief. A visual examination identified kinks at various locations along the hypotube. Contrast media was present within the balloon and inflation lumen. The balloon was returned in a folded state and showed no evidence of inflation. The shaft immediately proximal to the exchange port was twisted. As the device was returned in two sections, it was not possible to determine a rupture by applying positive pressure to the device with an inflation device. A microscopic examination did not identify any balloon rupture. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).